Event description:
On the sysmex xs hematology analyzer, during normal operation in manual mode, if the operator does not input a specimen identification number, the software automatically assigns the next sequential specimen ID number. The next specimen ID number belongs to a different specimen and patient. Four incidents of incorrect patient results being filled in the wrong records were traced, during root cause investigations, to this software design flaw. First event occurred in (B)(6) 2015.